Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a pulse generator implant procedure. During the procedure, the pacemaker lead was placed on the mid septum of the right ventricle and exhibited a high pacing lead impedance. The lead was re-positioned to the apex and the lead impedance fluctuated at high impedance range. However, the lead impedance remained within the acceptable range and the procedure was completed. After the physician discussed the fluctuating impedance number, the physician then elected to open the pocket and re-position the lead. The lead was re-positioned at the high septal position where the lead impedance stabilized at an acceptable range. The implant pocket was closed again without complications to the patient. There were no further adverse consequences to the patient.